Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 160 events were reported for this quarter. Product return status: 159 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status: 156 events were confirmed during testing. - 156 devices were found to be affected by missing paint chips. 3 device evaluations are in progress. Additional information: 160 devices were not labeled for single-use. 160 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 160 </noe> malfunction events in which the device had paint chips missing. 160 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 160 events were originally reported for this failure mode during the reporting quarter. 161 events should have been reported; 1 event was inadvertently excluded. - 5 previously reported events are included in this follow-up record. Product return status 5 devices were received. Evaluation status 5 reported events were confirmed during testing. - 5 devices were found to be affected by missing paint chips. Additional information 161 devices were not labeled for single-use. 161 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 161 </noe> malfunction events in which the device had paint chips missing. 161 events had no patient involvement; no patient impact.